Event description:
The sales rep reported that during an acl repair that the customer's rigidfix guideframe and 8mm rod were misaligned. The sales rep reported that they drilled the inferior sleeves fine but when they drilled the superior sleeves they found they were not matching up. The surgeon removed the guideframe and re-drilled the superior sleeves without it. The sales rep reported that they had enough of a footprint and the surgeon was satisfied with the fixation. The sales rep reported that during the drilling metal shavings were created in the superior tunnels and the shavings were completely removed with the shaver. The procedure was completed with no patient consequences. There was a 10 minute delay in the procedure. See associated medwatch 1221934-2014-00461.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation indicates the guide frame is worn. No anomalies were observed with the device that would cause the reported misalignment issue. Therefore, this failure cannot be confirmed. The 8mm femoral rod that came with the guide was slightly bent, which would have caused the misalignment. We cannot discern a root cause for the user to have experienced the reported failure with the guide. Furthermore, no lot number was supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Based on the overall complaint rate, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during an acl repair that the customer's rigidfix guideframe and 8mm rod were misaligned. The sales rep reported that they drilled the inferior sleeves fine but when they drilled the superior sleeves they found they were not matching up. The surgeon removed the guideframe and re-drilled the superior sleeves without it. The sales rep reported that they had enough of a footprint and the surgeon was satisfied with the fixation. The sales rep reported that during the drilling metal shavings were created in the superior tunnels and the shavings were completely removed with the shaver. The procedure was completed with no patient consequences. There was a 10 minute delay in the procedure. See associated medwatch 1221934-2014-00461.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.